Manufacturer narrative:
H10: the device was evaluated by an onsite technician; it was determined that the power supply was not charging the device. The power supply board was replaced and the unit was returned to service. Conclusion / root cause: the old power supply board was discarded; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer advises that the battery in use, low battery indicators did not function. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.